Event description:
It was reported that blade detachment occurred requiring surgery for removal. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. The cephalic vein stenosis was dilated about five times. The lesion part was not severely stiff, and complete dilation was achieved within 10atm in all cases. The device was removed under ultrasound guidance, and no resistance was noted during removal. However, it was confirmed that the blade had detached and remained near the sheath puncture site. A surgical incision was performed to retrieve the blade, and the procedure was completed. There were no patient complications as a result of this event.